Event description:
It was reported that the second implant was missing from the device. Another ar-4500 was used to complete the case. No further patient or event information was provided at the time of this report.

Manufacturer narrative:
Follow-up communication with the event reporter provided additional information that during a knee procedure the #1 implant was not retrieved; unsecured. According to the reporter, during insertion of the second needle, the peek implant was not on the trocar. The first implant was not retrieved, however, for the second implant a new cinch was used. Patient's demographics (age at time of event, date of birth, gender, weight) and date of surgery were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was received and an evaluation was conducted. The complaint was confirmed. One device was returned with hand piece and two trocars. Visually there are no non-conformances to the devices returned. Device history record revealed nothing relevant to this event.based on the information provided, the most likely cause(s) of this type of event include not allowing the trailing suture to remain free and unobstructed during implant insertion and/or by not following the deployment sequence as outlined in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.